Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have no damage on the conductor wire, and the instrument passed the electrical continuity test. Further evaluation of the instrument found a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a broken conductor wire. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was identified at central reprocessing room (after removal). The same instrument was used to complete the procedure. No fragment fell inside the patient. No arcing was observed. The instrument was inspected prior to use. There was no damage noticed out of the ordinary.